Event description:
During suctioning of trach using an in-line suctioning catheter, catheter became stuck requiring assistance of respiratory therapy to dislodge ventilator circuit from trach and pull catheter out. Patient ambued, however, heart rate dropped to 62 and sp02 @ 94%. After ambuing with 100% and manual ventilation hr increased to 120's and sp02 99%. Reattached patient to ventilator. Noted that when ballard suctional catheter removed from trach, that it was bent approximately 2-3 inches above the directional portion.note: resp. Therapist had changed out line at 0700 and suctioned patient at 0815 without difficulty. Event occurred at 0843 while rn scutioning patient.